Manufacturer narrative:
The customer reported that the device failed to shock. There was no report of adverse patient impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to shock. There was no report of adverse patient impact.